Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was not reviewed due to lack of lot number. Review of complaint history identified additional similar complaints for the reported items. However, as the lot number is unknown, an additional review could not be performed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ australia. D10: pn: 42502606402, ln: unknown persona femur. Pn: 42532006702, ln: unknown persona® natural tibia. D4: attempts have been made to gather all product identification information and no further information has been provided. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported was reported patient was revised approximately 4 years post implantation due to instability and pain. Attempts to obtain additional information have been made; however, no more is available.